Manufacturer narrative:
Lot numbers were requested and not provided to gore. A review of the manufacturing records for the device could not be conducted.

Event description:
On (B)(6) 2003, the patient was treated using a gore excluder aaa endoprosthesis. In (B)(6) 2013, computerized tomography showed an endoleak type I b from the left common iliac artery. On (B)(6) 2013, the endoleak type I b was treated using a gore excluder aaa contralateral leg endoprosthesis. At the end of the procedure, the patient was in good general condition and the endoleak was resolved.